Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Three cables, implanted along with stainless steel reconstructive plates and cannulated screws were noted as broken post-operatively following coronary artery bypass graft. Cables were removed and replaced during revision surgery. Patient is a large, barrel chested male with dense bone and coughing issues. Surgeon indicated early wire failure and sternal non-union.